Event description:
It was reported that a patient presented in-clinic with the patient's implantable cardioverter defibrillator in back-up vvi mode. Examination revealed the issue was due to a power on reset, as well as being used in an off-label magnetic resonance imaging environment. Corrective programming changes were made to restore the device. No adverse patient consequences were reported.